Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the system would not make x-rays. This resulted a total loss of imagining functionality. There is no report of injury or death associated with this event.